Manufacturer narrative:
Patient¿s weight is unknown. Date of postoperative nail breakage is unknown. Date of explant is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient already had two revision surgeries due to broken plates. One plate was from an unknown manufacturer and the other one was from synthes (captured under linked complaint (B)(4)). During the revision of the of the broken synthes plate (perfumed on (B)(6) 2017), the patient was implanted with a proximal femoral nail antirotation (pfna) and a new plate. Post-operatively on an unknown date it was detected that the nail also broke. The nail was revised on an unknown date and the left leg is now 3.5cm shorter. Concomitant devices reported: pfna blade perf l95 tan (part # 04.027.034s, lot # l217369, quantity 1), lcp 4.5/5 broad 15ho l278 ti (part # 426.651, lot # unknown, quantity 1), screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) pfna ø11 130° l240 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted for part number: 472.266s, synthes lot number: l194913: release to warehouse date: 17. Nov. 2016 expiry date: 01. Nov. 2026, manufacturing site: bettlach: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.